Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high, out of range, shock lead impedance measurement. The field representative called to ask for the impedance value which triggered the alert. Boston scientific technical services (ts) provided the lead values and discussed other device details. The field representative will follow up with the health care professional (hcp) to determine when to bring in the patient for further testing. Additional information was received indicating that nothing was unusual on the x-ray. Impedance measurement was in range during in-office follow up testing. The patient will be monitored regularly through the remote monitoring system and in office visits. No adverse patient effects were reported. The system remains in service.